Event description:
During product servicing by a technician, a flo-gard infusion pump was found to have an f-38 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The cause of the f-38 alarm was determined to be defective force sensing resistor (fsr). The fsr needed to be replaced to correct the condition. If any additional relevant information is received, a supplemental report will be submitted.